Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level up to 400 mg/dl. The user addressed bg level with a manual injection. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred while the user was changing the cartridge. The user reported a bg level of 260 mg/dl at the time of the alarm. Reportedly, the user would continue to use the pump until replacement pump is received. Additionally, it was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.